Event description:
On 02/15/2023, it was reported by a sales representative via sems that an ar-9821 apollorfs plug is separating and the ar-9800 box may be causing the issue. This occurred during a case, with no patient effect reported.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Refer to the attached vendor evaluation. The complaint allegation is not confirmed.